Event description:
The patient came in reporting instability and the cause is unknown. At about 3 years from primary the surgeon decided to remove all components and implant competitor components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 october 2022 on lot 1810377: (B)(4) manufactured and released on 18-mar-2019. Expiration date: 2024-03-03. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Additional involved implants: batch review performed on 12 october 2022 on gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 l (k121416) lot. 1902452, lot 1902452: (B)(4) manufactured and released on 14-aug-2019. Expiration date: 2024-07-24. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review. Batch review performed on 12 october 2022 on gmk-sphere 02.12.0004l femoral component sphere cemented size 4 l (k121416) lot. 1810097, lot 1810097: (B)(4) manufactured and released on 21-feb-2019. Expiration date: 2024-02-10. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review. Batch review performed on 12 october 2022 on gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 1903586, lot 1903586: (B)(4) manufactured and released on 03-july-2019. Expiration date: 2024-06-16. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.